Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were draw tested and evaluated and the customer's indicated failure mode for stopper pull out with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ had the cap come off during blood draw and blood spraying out. There was no injury or medical intervention reported.